Event description:
Customer reported various voltage, ma, and kv errors, and system would fluoro for a few seconds and shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses, the lemo connector, the gib board, and the back plane. System operates as intended. This MDR is related to ge healthcare.